Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during a vats procedure with a 14-year-old, 151cm, 38kg, male patient the suction catheter was being used continuously. Case started with appropriate positioning of ez blocker under vision and isolation of right lung with 6 cc air - followed by deflating the lung. Peri procedure, right lung started ventilating partially and hence 2 cc air was added in the cuff. After an hour, the lung started getting ventilation again and got inflated slowly. The anesthetist verified the cuff position and its inflation by fob. Although ezb appeared fine but lung isolation was not possible.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Reported issue: during a vats procedure with a 14-year-old, 151cm, 38kg, male patient the suction catheter was being used continuously. Case started with appropriate positioning of ez blocker under vision and isolation of right lung with 6 cc air - followed by deflating the lung. Peri procedure, right lung started ventilating partially and hence 2 cc air was added in the cuff. After an hour, the lung started getting ventilation again and got inflated slowly. The anesthetist verified the cuff position and its inflation by fob. Although ezb appeared fine but lung isolation was not possible.